Event description:
It was reported that lead was explanted since it exhibited loss of capture (loc) and inappropriate sensing tested through device & analyzer. The root cause was not determined. A new lead was successfully implanted in the left bundle branch (lbb). No additional adverse patient effects were reported.